Manufacturer narrative:
(B)(4). Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The explanted valve was also not returned for evaluation. The root cause of this event remains indeterminable with the available information. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic mitral valve, implanted for two (2) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards valve of the same model and size. Patient's postoperative status noted as in recovery. No other details provided.

Manufacturer narrative:
It was learned that this valve was explanted due to recurrent endocarditis. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Patients who have had an episode of endocarditis before valve replacement surgery have an increased risk of infection of the prosthetic material as the original infection may not have been adequately treated. The medical records show that this patient has a history of endocarditis and IV drug abuse. It has been determined that the root cause of this event was due to patient related factors. There has been no indication or allegation of a product malfunction or deficiency.

Event description:
Edwards received information that a bioprosthetic mitral valve, implanted for two (2) months, was explanted due to recurrent endocarditis. The explanted mitral valve was replaced with another edwards valve. The patient also had recurrent endocarditis of her tricuspid valve, which was also replaced. The patient is noted to have a recent history of prolonged hospitalization with recurrent mrsa bacteremia. There was extensive vegetation present on both valves during explantation. The patient tolerated the procedure well and was weaned from cpb on the first attempt. The patient was discharged home on pod #7.